Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net for follow-up with one episode of af with rvr detected as vt and atp therapy provided. The strips show intermittent atrial events falling into pvab and one atrial event undersensed. Programming changes were recommended. The patient will be monitored with routine follow-up.